Event description:
It was reported that during a gyn procedure, the valve of the device was found to be damaged just after the obturator was removed. The trocar was removed from the pt and replaced by another trocar of another brand. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis results found that the 511sd device was returned with the outer gasket torn. No conclusion could be reached as to what may have caused the found damage.